Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: n/a; product ID: bi71000162, serial/lot #: n/a. A manufacturer representative went to the site to test the equipment. It was reported that all dead batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that one of the batteries on the system had peaked and was dead. The system was noted to need a battery replacement. No patient was present. 2020-06-04 (rep): no new information. Additional information received. It was reported that the issue was found during customer training. The imaging system is still not being used for clinical procedures. It is unknown when or why the battery may have died.